Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer was able to charge the pump with an alternate cable and adapter. Customer's blood glucose value was 156 mg/dl. Replacement cable and adapter were sent to customer.